Manufacturer narrative:
Investigation summary: the device was inspected, and the device was found in normal conditions. Then, during a second visual inspection, a hole was observed on the pebax with reddish material inside. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified.  The customer complaint was confirmed since the blood reported on the catheter tip could be related to the condition observed during product analysis. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted the returned condition of the hole on the pebax. Initially, it was reported that when advancing in the patient, the catheter tip was stained with blood. The catheter was exchanged. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, the event was assessed as not reportable. This does not pose any risk to the patient. The biosense webster inc. Product analysis lab received the device for evaluation and noted on february 19, 2020 a hole on the pebax. Also, reddish-brown material was observed inside of it. The hole on the pebax was assessed as a reportable issue. Therefore, the awareness date for this reportable issue is february 19, 2020.